Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, e1 (event site telephone), e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g4 (PMA/510k). Fields d1, d4 of the emdr is for the original pump system 98; however system 98 upgraded to cs300, hence PMA/510(k) for cs300 is k063525. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that unable to reproduce the code. As per manual, the fse removed and replaced the driver board to remedy the code 58. Performed system checkout as required. Completed repair successfully. The product passed all functional and safety tests per manufacturer specifications. Returned unit to customer for use.

Manufacturer narrative:
System 98 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed error code 2 prior to use . Log analysis revealed electrical test code 58 . No patient involvement or harm reported.